Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted procedure the steel wire of the equipment suddenly broke. There was no report of patient injury. Procedure was completed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the product with an alleged issue to perform failure analysis.